Event description:
New information received noted that device was explanted and replaced on (B)(6) 2024. Patient was stable before, during, and after.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. Device was returned for analysis. Visual, mechanical, electrical and longevity analysis were normal with no anomalies found.

Event description:
New information received noted that patient was stable and had no consequences.

Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available.